Event description:
The customer obtained a discordant elevated patient sample result on atellica im 1600 high-sensitivity troponin I (tnih) assay. The same sample was tested on an alternate method and the result was lower. The initial result was reported to physician(s), who questioned the result. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant tnih result.

Manufacturer narrative:
An outside the united states customer obtained a discordant elevated patient sample result on atellica im 1600 high-sensitivity troponin I (tnih) assay. The same sample was tested on an alternate method and the result was lower. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens healthcare diagnostics is investigating.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2022-00357 on oct 21, 2022 reporting an outside the united states customer obtained a discordant elevated patient sample result on atellica im 1600 high-sensitivity troponin I (tnih) assay. The same sample was tested on an alternate method and the result was lower. Additional information oct 31, 2022: the customer confirmed that the patient c with sample ID: a970042 is a female. Siemens continues to investigate.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2022-00357 on oct 21, 2022. Siemens filed MDR 1219913-2022-00357 supplemental 1 on nov 22, 2022. Nov 28, 2022 additional information: an outside the united states customer observed a discordant elevated atellica im 1600 analyzer high-sensitivity troponin I (tnih) lot 070 result, compared to alternate method which resulted lower. Siemens reviewed available information to evaluate for a potential product problem. Qc was in range when the sample was run. 2022-09-21 17:40pm - patient c sample a970042: tnih = 104.63 pg/ml / alternate method (tnt) = 9.0 ng/l alternate method tnt cut off 14 ng/l. Patient c was elevated on the atellica im method. No additional sample was returned to siemens for additional testing. Patient medication list is unavailable. Troponin I and troponin t results are not directly comparable - the methods measure different parts of the troponin molecule. Results from different troponin methods are not interchangeable due to differences in assay standardization. As per the instructions for use (IFU) for atellica im tnih, there are cardiac and non-cardiac conditions that can cause elevated of troponin in the absence of acute myocardial infarction. No potential product issue is observed. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated.